Event description:
During an intraoperative tee procedure, the pt's skin and lips were found to be stained. The pt developed blisters that scabbed over. The pt was prescribed an unspecified ointment. Pt recovered without further issue.